Event description:
On july 21, 2010, a doctor reported that a patient's veneer that had been placed with nx3 dual cure cement delaminated.

Manufacturer narrative:
The doctor reported that a patient's veneer that had been placed with nx3 dual cure cement delaminated three times. The doctor did not provide the dates of treatment. The product has not yet been received from the doctor, therefore a retain sample was tested for adhesive strength and was found to be within product specifications and acceptable for product performance. Because of these evaluation results, it was concluded that the de-bonds were due to a user or technique-related problem and not to a product failure.